Event description:
The ge oec 9800 fluoroscopy system had image quality issues. Vertical lines in image, blurry fluoro while doing subtraction.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective image processor pcb that was removed and replaced. The cine drive was then reformatted. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.